Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found unit flowrate was out of spec and fluctuated upon power up. No issues noted with unit not registering the pressure feedback. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer or crimped inflow tubing. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure, the dyonics 25 was not registering the pressure feedback and was just pumping on high continuously. The procedure was completed without surgical delay using the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).